Event description:
At 15:00, the pt's mother alerted the rn that she thought the IV was leaking. The IV site was assessed to be warm and dry w/o leakage but the tubing was actively visually dripping onto the floor. Assessment of the tubing revealed a break in the tubing where the dripping was originating from. No leaking was noted when the tubing was primed on (B)(6) 2012 at 2300. The IV and tubing were taken down and all new supplies were hung. No harm was noted to the child.